Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles in the shell, crease fold, wear abrasion and one opening(curved) on the posterior. Leak test and microscopic analysis was performed which identified one opening (sharp) on the posterior. A dimension measurement of the shell was performed which identified the thickness within specification. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a sharp opening due to an unidentified (tear) opening.

Event description:
Health professional reported right side deflation. Device was explanted.